Manufacturer narrative:
The lot 15e031 was manufactured (B)(6) 2015. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intermate device leaked. The leak was observed from the device bladder inside the housing. The event occurred during filling; therefore, there was no patient involvement. No additional information is available.